Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. In addition, corrosion in the keypad trace and motor assembly noted during visual inspection.

Event description:
The customer reported that the insulin pump alarmed. The customer cleared the alarm and the insulin pump prompted her to set the time and date. The customer pressed the up arrow and the device started to ramp the numbers without stopping. Troubleshooting was performed. No further info was provided.